Manufacturer narrative:
Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Smart touch bidirectional catheter, model #: d-1327-05-s, lot #: 17532049m; carto 3 system, model #:m-4800-01, serial #: (B)(4); c3 ez steer coronary sinus with auto ID catheter, model: d-1263-06-s, lot #: 17563968m; non biosense webster, inc.- josephson quad catheter, f6qa005rt / lot #: 17575196m. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a left atrial tachycardia ablation procedure with a coolflow pump and suffered pulmonary edema requiring no medical or surgical intervention. During the procedure, flash pulmonary edema occurred. Injury has not been confirmed. There is no information regarding how the injury was discovered. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.